Event description:
Info received indicated the head cylinder would not raise.

Manufacturer narrative:
The hill-rom technician found the head cylinder was leaking oil. He replaced the head cylinder to resolve the issue.